Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 33 mg/dl. The customer's expected fasting blood glucose test result range is 115 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom cabinet. The customer also advised her husband who is not a diabetic had performed a test and the result was around 40 mg/dl. She does not take any medication to manage diabetes. She has recently had changes to her diet. Patient performed test and received a reading of 75 mg/dl non-fasting.